Manufacturer narrative:
Continuation of concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was noted that the patient's trial started on (B)(6) 2021. It was reported that the patient stated they felt loopy and were still in a lot of pain. The patient was encouraged to reach out to their clinician with any medical questions. Additional information was received on 2021-dec-12, the patient said they turned off their device yesterday at about 4:00 pm. They think that the lead may have "pulled loose" or moved.